Event description:
After having breast implant surgery in 2011, I developed debilitating symptoms including a chronic, incurable autoimmune disorder. My health became so poor that I was unable to work. At times my condition was so incapacitating that I was unable to get out of bed to care for my two small children. Prior to having implants, I was a healthy, vibrant and active member of society. I was never warned that such side effects and long-term health problems could result from breast implants. I have been under the care of a rheumatologist since 2017 when I was diagnosed with lupus. In 2019, I made the decision to have an en bloc capsulectomy and explant surgery of the implants to remove them and all scar tissue; explanting is an expensive and painful procedure that created a financial hardship and left me scarred for life. Allergan naturelle saline filled implants ruined my health and forever altered my future. A product that was supposed to give me beauty and confidence was marketed as "safe," yet it made me sick. I was never informed of the toxic ingredients, or curing methods of the implants due to allergan's claims that this information was propriety and confidential. I was never informed that the saline implants still contained a silicone shell - one that breaks down over time leaching heavy metals and other toxic chemicals into my body and soliciting an immune response that will now attack my healthy tissue and organs until the day I die. These products are not safe for consumers. FDA safety report ID# (B)(4).